Event description:
Medtronic received a report that the solitaire fr stent encountered resistance in the rebar microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was minimal. There was 1 pass with the device. Stroke onset to reperfusion time was unknown. It was reported that the solitaire fr stent was used for thrombectomy in ais patients. It got stuck during delivery in the rebar18 microcatheter and could not be put into place normally. Therefore, it was reported and returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 4-20 stent device and the rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and no defects were found on the marker coil. No bends or kinks were noted on the pusher wire. The rebar 18 catheter tip and marker were examined, and no damages were found. The catheter body was in good condition. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the solitaire fr 4-20 stent device was tested for resistance using the returned rebar 18 catheter with an inner diameter (ID) of 0.021 inches. No resistance was encountered during the testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not determined. The resistance was in the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No kinks or damage were found in the catheter. The pushwire of the solitaire was slightly kinked near the stent.